Manufacturer narrative:
This model is not sold in the USA, therefore 510(k) is not applicable. International medical device regulators forum (imdrf) adverse event reporting (B)(4).

Event description:
Pentax medical was made aware of an event on 26-jan-2021 that occurred in the (B)(6) region. The reported complaint that the air/water nozzle fell off during reprocessing and is missing, involving the pentax medical video colonoscope, model ec38-i10l, serial number (B)(4) . No patient involvement was reported. No additional information was received.